Event description:
It was reported by the customer that the device will power off by itself when laid on it's face or tilted forward. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control initially evaluated the device and verified the reported intermittent failure; however, further evaluation by physio-control's failure analysis center was performed and the reported failure was not verified nor duplicated. Proper device operation was observed through functional and performance testing. The cause of the reported power failure could not be determined. The customer received a replacement device.